Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has dislocated recently two times in the last month. The surgeon revised the liner from a 28 x 50 neutral liner to a 32 x 50 + 4 10 degree liner and 32 + 5 ball. Patient was very stable and surgeon was satisfied. The liner extractor tip broke off and was retrieved during extraction. Doi: (B)(6) 2016, dor: (B)(6) 2022, unk hip.

Manufacturer narrative:
Product complaint # (B)(4) . Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has dislocated recently two times in the last month. The surgeon revised the liner from a 28 x 50 neutral liner to a 32 x 50 + 4 10 degree liner and 32 + 5 ball. Patient was very stable and surgeon was satisfied. The liner extractor tip broke off and was retrieved during extraction. Doi: (B)(6) 2016, dor: (B)(6) 2022, unk hip.